Event description:
Hosp discovered a defect with the ventilator's external flow transducer. Co is aware of the high failure rate of it's transducers. The electrodes are corroding, but the cause of the corrosion is unknown. Co is now gold plating the electrodes. This has reduced the number of failures. Rptr feels there is a problem with the sealing process. The seal separates the electronic portion of the transducer from the moist air in the airway tube. The sealant is not completely sealing the electronic board. The moist air can travel through the electrode post holes in the transducer housing and affect the electronic components. The result is a transducer failure, e-34, on the device. Hosp has 6 of these ventilators. In the past 2 mos, 3 of the transducers have failed.